Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. An intestinal ulcer and a bezoar are known complications of a tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient had significant abdominal pain and loss of effect of duodopa. On (B)(6) 2020, a tubogram revealed the tip of the jejunal tube (j tube) was kinked. On (B)(6) 2020, the patient underwent an esophago-gastro-duodenoscopy due to the kinked j tube, which revealed a linear ulcer along the jejunum. Per the consulting gastroenterologist, the patient was treated with an antacid tablet and the j tube was scheduled to be removed and replaced later to allow the ulcer to heal. On (B)(6) 2020 during the j tube removal, the j tube appeared to be stuck within the peg tube due to a possible kink. It was reported that much of the j tube as removed, but a small amount of jejunal tube remained lodged within the peg tube. Per gastroenterologist, the remaining part of the j tube will be removed and replaced once the ulcer heals. On (B)(6) 2020, an endoscopy revealed a bezoar formation at the end of the existing j tube (which caused the part of the j tube to be dislodged within the peg tube). On (B)(6) 2020, both peg and j tubes were replaced.